Event description:
The femoral impactor tip disposable ijig broke during use.

Manufacturer narrative:
The femoral impactor tip disposable ijig broke during use. There was no adverse impact to the pt. Review of the device history record indicates that the device was manufactured to spec. Returned device eval: the femoral impactor tip ijig was returned for eval. The break was present on the corner of the part indicating that the component may have been impacted at an angle and not perpendicular to the base of the impactor head as expected.